Event description:
The initial reporter stated they received discrepant results for approximately 13 patient samples with elecsys hcg+beta on a cobas e 411 analyzer. Specific data was provided for one patient sample. The sample initially resulted in an hcg+beta value of 67.69 miu/ml with a data flag. The sample was repeated on (B)(6) 2024, resulting in a value of < 0.100 miu/ml with a data flag. All samples with positive values on (B)(6) 2024 were repeated on (B)(6) 2024. The repeat results for 12 of the samples was < 0.100 miu/ml. Corrected reports were issued for 12 patient samples.

Manufacturer narrative:
The hcg+beta reagent lot number was 774030. The reagent expiration date was requested, but not provided. Controls were within range prior to sample measurement. A general reagent issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. The sample centrifugation time was shorter than recommended by the tube manufacturer. Upon review of the alarm trace, a liquid level detection error was observed on 17-oct-2024. The field service engineer determined the sipper probe was bent and fixed the issue. Preventive maintenance was also carried out. Calibration and controls were ok. The investigation determined the service actions resolved the issue.